Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 36 mg/dl with difficulty speaking associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and received oral carbohydrates as needed. During troubleshooting with customer technical support, it was revealed that the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflected user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.